Event description:
Info was rec'd that reported a pt had been hospitalized in 2006 due to high blood glucose levels and diabetic ketoacidosis. The pt states that his blood glucose started to rise 2 or three days before. He changed the site. He is using the rapid d infusion set and states that he changes them every couple of days along with the cartridge. He is using novalog. The day before event he changed site, cartridge and insulin to a new vial. States that his blood glucose continued to go high. He did not inject any insulin and denies any illness, no errors or alerts or blockages with the pump. States that he did see inuslin coming through the needle of the rapid d. The next morning at 4 am he went to the hosp. At admit his blood sugar was 1,388 with large ketones. He was treated with IV insulin and normal saline. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within spec.